Event description:
Bayer case number: (B)(4). Foreign-body material has been removed [medical device removal] case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("foreign-body material has been removed") in a female patient who had essure inserted (lot no. 810877) for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: after this procedure, various physical symptoms have developed. I have since had follow-up treatments, and the foreign-body material has been removed. As a result of the symptoms, I am hindered in my normal daily functioning, and I suffer damages. Lot number:810877 manufacturing date: 2010-12 expiration date: 2013-12. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 28-may-2026: event injury is replaced with medical device removal. Annex f codes added accordingly. Case became serious incident. Patient address details updated. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.